Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received two open samples that pertain to product code nw1665. Upon visual assessment of the returned sample, it was observed that the strands had begun with a degradation process caused by exposure to the environment. The foils were visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No adverse consequence happened. Used another foil of the same lot. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-02005. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. While opening the package the suture seems fully broken. No adverse patient consequences were reported. Additional information was requested.